Event description:
As reported by the (B)(4), a patient experienced a peri-procedural myocardial infarct. The targeted vessel, first obtuse marginal, had been previously treated with a pci and stented with an unknown stent. The indication for the index procedure was stable angina pectoris. It was reported that there was in-stent restenosis of the distal segment. At that time, angiography revealed 90% stenosis to the first obtuse marginal (ob marg). The lesion was described as 14mm in length, distal, class a and de novo. The reference vessel was 3.2mm in diameter. A 3.0 x 18mm cypher rx was implanted at 16atm by direct stenting. The stent was post dilated with a 3.25 x 12mm balloon at 17atm. There was 0% post residual stenosis and timi 3. The mid left anterior descending artery (lad) had 60% stenosis. The lesion was described as 10mm in length, b1, de novo, and extreme tortuosity. The reference vessel was 3.5mm in diameter. A 3.5mm x 13mm cypher rx stent was implanted at 14atm by direct stenting. The stent was post-dilated with a 3.5 x 8mm balloon at 17atm. There was 0% post residual stenosis and timi 3. The patient experienced a peri-procedural mi based on the elevated enzymes. At pre-procedure, the ck peaked at 89 (170 u/l), ck-mb peaked at 3 (2.4 ng/ml) and troponin I peaked at 1 (0.399 ng/ml). At 6 to 12 hours post procedure, the ck peaked at 89, ck-mb peaked at 3 and troponin I peaked at 1. At the 16-24 hours post procedure, the ck peaked at 89, ck_mb peaked at 3 and troponin I peaked at 1. The patient was not medically treated, the event was reported as resolved and per the investigator, it was possibly related to the index procedure and not related to the study stent. There were no other procedural complications reported and the patient was discharged the next day.

Manufacturer narrative:
Complaint conclusion: as reported by the cypress study, a patient experienced a peri-procedural myocardial infarct. This is a (B)(6) male with medical history including stable angina pectoris, previous pci (B)(6) of a targeted vessel, family history of coronary artery disease, hyperlipidemia, hypertension, past smoker, permanent pacemaker, syncope with tri-fascicular block, dvt with pulmonary embolism, ivc filter placed prophylactically, left total knee replacement (B)(6), obstructive sleep apnea, pulmonary nodules, bladder surgery for cancer 2003, total knee replacement (2003) and asthma the targeted vessel, first obtuse marginal, had been previously treated with a pci and stented with an unknown stent. The indication for the index procedure was stable angina pectoris. It was reported that there was in-stent restenosis of the distal segment. At that time, angiography revealed 90% stenosis to the first obtuse marginal (ob marg). The lesion was described as 14mm in length, distal, class a and de novo. The reference vessel was 3.2mm in diameter. A 3.0 x 18mm cypher rx was implanted at 16atm by direct stenting. The stent was post dilated with a 3.25 x 12mm balloon at 17atm. There was 0% post residual stenosis and timi 3. The mid left anterior descending artery (lad) had 60% stenosis. The lesion was described as 10mm in length, b1, de novo, and extreme tortuosity. The reference vessel was 3.5mm in diameter. A 3.5mm x 13mm cypher rx stent was implanted at 14atm by direct stenting. The stent was post-dilated with a 3.5 x 8mm balloon at 17atm. There was 0% post residual stenosis and timi 3. The patient experienced a peri-procedural mi based on the elevated enzymes. At pre-procedure, the ck peaked at 89 (170 u/l), ck-mb peaked at 3 (2.4 ng/ml) and troponin I peaked at 1 (0.399 ng/ml). At 6 to 12 hours post procedure, the ck peaked at 89, ck-mb peaked at 3 and troponin I peaked at 1. At the 16-24 hours post procedure, the ck peaked at 89, ck_mb peaked at 3 and troponin I peaked at 1. The patient was not medically treated, the event was reported as resolved and per the investigator it was possibly related to the index procedure and not related to the study stent. There were no other procedural complications reported and the patient was discharged the next day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15031282 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications: zocor 80mg, formoterol 24 mcg bid, aspirin 325mg qd, diltiazem cd 240 mg qd, lisinopril/hct 20/125 mg qd, diclofenac 75mg qd, asthmanac 440 mcg qd, lasix 40mg qd and misoprostol 200mg qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00137 and 3003742446-2012-00138.